Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the cause of the por is unknown. The ins was not implanted and no other trouble shooting had been done. No further information was reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a neurostimulator (ins). Information was reported that a rep had seen a power on reset (por) message on ins recharger when getting it ready for a case. The rep had interrogated the ins with 8840 which brought up the screen that said "if neurostimulator will be implanted press ok" and indicated that the battery was at 100%, there was no mention of por or code. The rep didn't want to press ok as they didn't want to start the implant clock. Technical services (ts) reviewed possibility of parity por and that if no code appears the ins is likely ok to implant. Ts suggested to check the ins with the recharger and 8840 again prior to implant to ensure no por appears and to call back when they are going to implant the ins to ensure that por is cleared and they can proceed as normal. No symptoms were reported. No further complications were reported.